Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they fell on (B)(6) 2019 (last sunday) and since then has had bad diarrhea. They also stated it felt like the ins "loosened" and "jerked" and turns from the fall but that they did not fall on the side of the implant. Patient explained that they went to their health care professional who adjusted the settings and when the stimulation was increased, it made patient "jump off the table" and the hcp decreased stimulation and she was ok. During the call, it was determined that the stimulation was on and patient had the ability to change programs and adjust stimulation. Patient was able to increase stimulation from 1.1 to 1.5 and confirmed she was feeling stimulation comfortably. Pat reviewed with patient to monitor symptoms following stimulation adjustment and notify hcp if symptoms do not improve. No further complications were noted or anticipated